Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 21.740 psi, which is outside the acceptable range of 22 to 38 psi. The pressure sensor was replaced, and the device was retested. During retesting, the pump again failed the 30 psi occlusion test, recording a pressure of 18.220 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 21.740 psi, which is outside the acceptable range of 22 to 38 psi. The pressure sensor was replaced, and the device was retested. During retesting, the pump again failed the 30 psi occlusion test, recording a pressure of 18.220 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and determined to be due to an out-of-calibration condition and a component issue. The issue was successfully resolved by recalibrating the 30 psi calibration value from 299 to 232 and replacing the pressure sensor. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).